Manufacturer narrative:
Product was received by MFR but investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: stapler jammed during the firing test. Another stapler was used to complete the procedure. No injuries reported.